Event description:
It was reported that the tip of the instrument is damaged, and that this was noted before surgery. Analysis found that a fragment had come off.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that one of the electrodes of the forceps is broken. The second electrode is very damaged. Considering the age of the instrument and the low thickness of the electrodes, this breakage is probably due to a normal wear associated to an excessive effort during the reprocessing of the instrument. Results: stress problem. (B)(4).